Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery due to pain performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2017. According to the info reported, the baseplate had disassociated from the peg, the baseplate showed no signs of breakage and the peg was well fixed. Event happened in the us.

Event description:
Shoulder revision surgery due to pain performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2017. According to the reported information, the polyethylene baseplate had disassociated from the metal peg; the baseplate showed no signs of breakage and the peg was well fixed. Event occurred in the us.

Manufacturer narrative:
Check of DHR: no anomaly detected by checking the manufacturing charts of the lot # involved. No other complaint received on the same lot number, on a total of 30 smr tt hybrid glenoid manufactured with the same lot #. Explant analysis: the explanted component was returned to limacorporate for further investigation. The following analysis were performed: - a comparative push-out test was performed to compare the performances of a smr tt hybrid glenoid manufactured both with the same lot# involved in the complaint and a smr tt hybrid glenoid manufactured with a different lot#. Results: the push out load to failure is comparable for the two devices thus excluding the possibility that the event was due to the manufacturing of a deficient lot#; - a comparative push-out test was performed to compare the performances of a smr tt hybrid glenoid when implanted with and without bone cement on the peripheral pegs (according to the surgical technique bone cement must be applied on the peripheral pegs). The test showed that the push out resistance decreases of 37% when the component is implanted without bone cement at the peripheral pegs. When the component is implanted as per surgical technique (bone cement on peripheral pegs) the push-out resistance is comparable with the resistance of other limacorporate devices available on the USA market; - a visual analysis of the snap-fit mechanism that prevent the disassociation of the polyethylene baseplate from the peg was performed. The deformation visible on the snap-fit mechanism of the retrieved component is similar to the deformation visible on components tested for fatigue and shear pull-out test, demonstrating that the snap-fit mechanism of the retrieved component has worked as intended, to prevent the polyethylene disassociation; - components tested for push-out resistance and implanted as per surgical technique (bone cement on peripheral pegs) exhibited elongation and plastic deformation of the peripheral pegs. A visual analysis of the retrieved component revealed no elongation or plastic deformation of the peripheral pegs: this might be explained with an insufficient quantity of bone cement in the peripheral pegs holes. Conclusion: manufacturing records were checked confirming that lot# involved was manufactured correctly up to specifications and in-line with the relevant checks and tests: no manufacturing deviations reported. The test performed showed that the push-out resistance of the component is adequate to withstand physiological loads when implanted as per surgical technique, while it decreases significantly when bone cement is not applied. Additionally, a visual analysis of the retrieved component suggests that an insufficient quantity of bone cement may have been applied in the peripheral holes, reducing the push-out resistance of the component. No other similar cases reported to limacorporate on a total of 469 smr tt hybrid glenoid implanted since 2017. Limacorporate will keep monitoring the market on the reoccurrence of this event.